Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer inspected the back of the drawer and found that the drawer had been disconnected from the board. A field service engineer then proceeded to power off the station, reconnected the drawer to the board, and the customer verified the functionality of the drawer. Everything operated without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a full height matrix drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the unique identifier (UDI) and device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a full height matrix drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.